Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, error test, rewind test, basic occlusion test, occlusion test, primetest, excessive no delivery test and displacement test or verify battery out limit alarm and unresponsive button due to blank display. No moisture damage keypad traces during visual inspection. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was 359 mg/dl at the time of incident. Customer stated that the insulin pump alarmed battery out limit and unable to clear the alarm due to act button was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. Customer also had a blank display and troubleshooting was performed and display returned after the battery has been changed. Customer also reported to have experienced a high blood glucose of 359 mg/dl and treated with manual injection. Unable to complete high blood glucose troubleshooting due to keypad anomaly. No battery out limit troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.